Manufacturer narrative:
Information contained in this report was previously submitted through a psr on 07/26/2011 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side experiencing pain, tingling, swelling, numbness, burning of the breast, hard knots or lumps or thickening in or near the breast or underarm area. Healthcare professional later reported right side rupture and exchange, device remains implanted.